Event description:
Customer reported that the transformer housing was damaged and there was a breach in the housing. The housing is cracked open at the top and won't stay together so the wires are exposed.

Manufacturer narrative:
In follow up with the customer the transformer cracked open right above the seam and will not stay together exposing wires. She has been using the pump for a month and was taking the plug out of the wall when it came apart. Customer did not witness any smoke, sparking, fire or flame and no injuries were sustained as a result of the issue. Customer refused to return subject transformer. Therefore, a product eval will not be performed. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored.